Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony toric multifocal intraocular lens (model zxt150, +24.5 diopter) was explanted from the patient's operative eye in a secondary procedure because of patient experiencing headaches due to halos. The lens was replaced with model z9003, +23.5 diopter. Reportedly there was no incision enlargement and no vitrectomy. Patient was ok at discharge. No further information provided.